Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30579361l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade and cardiac arrest requiring thoracotomy and surgical intervention. The procedure was advanced without problem. After the procedure ended, it was confirmed that there was cardiac tamponade at echo. Timing was after the procedure ended. How to complete the procedure: gvp report. After judging the cardiac tamponade by echo, blood pressure decreased at the time of sheath removal. After that, cardiac arrest occurred, and percutaneous cardiopulmonary support system (pcps) was inserted. Patient returned to the intensive care unit (ICU) with drainage. The physician has not commented. Additional information was received on the event. The patient underwent thoracotomy with drainage. The right ventricular apex was found to be a bleeding point and hemostasis was performed. The patient returned to the intensive care unit. Patient vitals are stable under intra-aortic balloon pump (iabp) placement. The physician commented that it was interpreted that there was a possibility of penetration when this product was placed in the apex of the right ventricle during eps. (No electricity was applied to the area.) The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was procedure related. Intervention provided: pcps, thoracotomy, and iabp were performed. Patient outcome of the adverse event was improved. Prior to noting the cardiac tamponade, ablation was performed and there was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure. Progress: blood pressure decreased when the sheath was removed after judgment of cardiac tamponade and echo. The heart stopped after that and the pcps was inserted. Drainage was performed and returned to ICU. Blood pressure decreased when the sheath was removed after judgment of cardiac tamponade and echo. The heart stopped after that and the pcps was inserted. Drainage was performed to open chest for surgery. Judged that the right apex was the stop bleeding point and it stopped bleeding. After that, returned to ICU. Patient vitals are stable under iabp insertion. Comment of the physician in charge as of (B)(6) 2021: the interpretation is that this product may have penetrated when placed in the right apex during eps. There is no energization in that part.